Event description:
It was reported that the right ventricular lead had high thresholds and a gradual impedance increase. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Gradual increase of ventricular lead impedance from approximately 570 ohms in (B)(4) 2010 to approximately 960 ohms in s(B)(4) 2011.